Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the keypad was torn over the down arrow. All of the keypad buttons responded properly. The down button contact was found to be inverted. There was no further damage or contamination to button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad was peeling and the down arrow button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.